Event description:
A report was received that the patient's precision scs system was explanted due to infection at the pocket site. Symptoms of the infection included fever and pain. After the procedure, the patient was hospitalized and is reportedly doing fine.